Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the needle driver instrument was observed to be separated. No fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The part number and lot number were not provided; the hospital's risk management will be keeping the instrument and it will not be returned to intuitive surgical inc. (Isi).

Manufacturer narrative:
The instrument will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.